Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from the 50's-70's (mg/dl). To treat the low bg level, the customer consumed glucose tablets. Reportedly, per request from the health care provider (hcp), the customer requested assistance from tandem technical support with adding a new time segment to the personal profile settings with a new basal rate.